Event description:
Same case as: 2134265-2010-00299 and 2134265-2010-00295. It was reported that during a coronary stenting drug eluting treatment procedure, a dissection occurred. The 85-90% stenosed, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) to the posterior descending artery (pda). The lesion length was 12mm and the reference vessel diameter was 2.25mm. After angiography was performed a mach1 100cm 6fr al1 guide catheter was advanced along with a non-bsc 0.014x190cm guide wire. Next a quantum 2.0x12mm balloon was advanced to the lesion site and pre-dilated the lesion at 14 atms for 20 seconds, 12 atms for 25 seconds and then removed. Immediately after pre-dilatation the residual stenosis was 50%. Next, a taxus liberte' atom 2.25x12mm stent was advanced and deployed in the pda at 9 atms for 30 seconds and the stent delivery system (sds) was removed. Residual stenosis was 0% and flow was normal. Next, a promus 2.75x8mm stent was advanced and deployed in the pda at 12 atms for 22 seconds and the sds was removed. The quantum balloon was then used to post dilate the area at 18 atms for 30 seconds. After stenting, the physician noted on angiography the guide catheter deep seated when delivering the devices. A dissection occurred from the ostium of the rca to the bifurcation of the pda and extending into the ascending aorta. The dissection was treated by deploying a promus 4.0x15mm stent in the distal rca, a taxus liberte' long 4.0x38mm stent in the mid rca, a taxus liberte' long 4.0x38mm stent in the proximal rca and a taxus express2 4.0x16mm stent in the ostium of the rca. The procedure was completed and no further patient complications were reported. The patient status is reported as "fine." Procedure medications included: angiomax, versed, fentanyl, integrilin, nitroglycerin and aspirin.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.